Manufacturer narrative:
The technician replaced the head end casters to repair the stretcher.

Event description:
The account stated when the brake is set, the head end casters will not lock into the brake position.